Manufacturer narrative:
(B)(4). According to the complainant, the stent remains implanted and the delivery system was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was attempted to be deployed stent-in-stent within and extending proximal to a previously placed stent. The target anatomy was a tight turn into the common hepatic duct. However, during deployment, the stent prematurely deployed above the prior stent, instead of within it. Reportedly, another wallflex biliary stent was placed to connect the two stents and the procedure was completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.